Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that there was a coupling problem. Patient was able to get 4 bars. Turning of antenna dial resulted in loss of all bars. Repositioning the antenna resulted in 5 bars and then went to 8 bars. The implantable neurostimulator (ins) battery was blinking 0-25% and the implantable neurostimulator recharger (insr) battery was full. Patient felt stimulation in her legs not her back and she thought she needed to switch groups. It was noted that the patient¿s back hurt because she had messed it up in a car accident which was pre-implant. Patient had the trial and then had to have surgery for cancer and gall bladder surgery to have stones and gall bladder removed. The patient was implanted 2 weeks after surgeries. It was noted that the patient was implanted in the buttocks instead of stomach due to gall bladder surgery. The location in her buttocks made it hard to sit/tender and she had to ice the ins site at night or she could not sleep. The patient was told not to turn stimulation on until after bladder infection because she was having trouble urinating. It was further noted that the patient had to self-catheter and had been off the catheter for 1.5 weeks prior to this report. Patient wanted to start stimulation because her back hurt.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported the cause of the event was unknown.

Event description:
It was reported, the patient¿s nerves in their bladder were damaged and their kidney was punctured during the implant procedure. The reporter stated they still could not urinate and they had to use a catheter. It was noted, the patient was feeling stimulation in their leg and lower back. It was further noted that when the patient sat up or stood up they started to get pain in their lower back. It was noted, the patient was able to adjust stimulation in group a. It was further noted, the patient increase program 1 up to 5.20, which allowed them to feel stimulation in their back. The reporter stated this caused stimulation to be in their leg as well making it feel tingly. It was noted, the patient decreased stimulation on program 1 to 2.20 which took the tingly sensation away from the leg. It was further noted, the patient was getting stimulation where they need. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the ins replaced because during the aforementioned events she was not using it and didn't charge it, and when she went back for surgery they replaced the battery. She further stated that her problems had been resolved, but she was looking to contact a manufacturer's representative. Her healthcare provider (hcp) had told her to contact patient services before contacting the rep, it was reviewed that this was not necessary. Patient states she just saw hcp on (B)(6) and will be going back on the (B)(6) for "trigger injections." No symptoms were reported in this contact. Patient was implanted for lumbar radiculopathy and spinal pain.